Event description:
Loading dose of mag. Sulfate ordered 6 gms to infuse over half hr then decrease to 2 gms per hr, pt received 16 gms over 1/2 hr. Pt experienced sob, chest heaviness, diaphoretic, lethargic, cxr-bilateral pleural effusions and EKG-some changes noted.